Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.

Event description:
It was reported that the trained physician attempted arteriotomy closure using a starclose device, after an unspecified procedure. The physician reported that the device was difficult to remove. The physician pulled the device free. There were no pt adverse effects reported and hemostasis was achieved with the device. No additional information is available.